Event description:
Pt admitted to ambulatory surgery center to undergo a procedure for septoplasty and left middle turbinate resection procedure. During intraoperative examination by the surgeon using an endoscopy and CT guided computer assisted stereotactic, surgeon reported and documented malfunction and described "that the video tower instrument "vti" probe was placed in the dura and the vti probe showed that all three dimensions and appeared that the probe was within the ethmoid sinusdus well away from the anterior cranial fossa. Upon reverification, there appeared to be a drift from the original calibration of almost 3mm.. On further inspection a very small opening in the dura overlying what appeared to be an encephalocele with no bony covering whatsoever. A small cfs leak, left anterior cranial fossa at the level of an apparent encephalocele." The surgeon attributes the damage to the dura as being caused by the 3mm variation in the calibration in the vti unit. The dura was repaired with a free turbinate graft which immediately stopped the csf leak. The vti was removed from service and tagged; bio-med service requested; preventive maintenance history reviewed and indicated that the vti equipment performance data indicated that the vti undergoes its regular semi-annual check and has "passed."